Event description:
A customer reported that a system message displayed for no intraocular pressure (iop) control and the flow volume was not displayed during surgery. Water was removed from three way stopcock and problem was resolved. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).